Event description:
The pt was a male. The pt had a history of previous pci, hypertension, hyperlipidemia, and family history of coronary artery disease. The pt had an unknown cypher implanted in the proximal to mid left anterior descending artery at an unknown date. The pt returned to the hosp with stable angina pectoris and a diffuse in-stent restenosis of the cypher. Medications when the pt returned to the hosp were aspirin, clopidogrel, statins, lipid lowering drugs, and ace inhibitors. The pt was treated with the implantation of another cypher stent.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.